Event description:
It was reported that during a parathyroid procedure, the device was opened in the sterile field ready for use in the procedure. When plugged in, the generator went through the usual set up process, recognized the enseal and 'ready' was displayed on the generator screen. The surgeon placed the device for the first activation and depressed the activation button, there was no energy output in the jaws of the device, and the generator made no tones and continued to display 'ready'. The settings on the generator were then changed to 'hand activation' only, rather than the default 'hand and foot activation' there was still no energy output. They switched the generator off, unplugged the device and set everything up again and there was still no energy output. Rep wasn't present during the case but visited the surgeon directly after and tried to activate the device again with no success. Procedure was completed with same like device. No adverse event on the patient. One device will be returning.

Manufacturer narrative:
(B)(4). The instrument was received in good visual condition. When connected to the generator the instrument was recognizes. We were unable to energize the instrument when compressing the activation button. The instrument was disassembled and the internal components inspected. It was noted that there was a short between the hand activation wire and the return contact. This is what caused the activation issue with the instrument. It is probable that the short was created during the manufacturing process.